Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017. The surgery was performed normally after changing the reload and no harm was done to the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device¿s jaw would not close. After loading the black reload on the handle, the nurse tried to cycle the instrument but the jaws of the reload would not close. After several trials, it still would not close. New device was used to complete the case. There was no patient injury.